Manufacturer narrative:
Initial MDR submission, a follow up will be submitted if additional information becomes available. (B)(4). OEM is (B)(4), however that information was not available to bd; for this reason carefusion has been listed as the reporting office and manufacturing site.

Event description:
The patient had been shaved for a procedure to be performed in cathlab and was shaved in the required area with the bd carefusion clippers using the general shaving blade. The patient came to them and showed them that the blade had nicked him a few times. He then went to cathlab for his procedure where they proceeded to do the procedure. He was later released and asked if he could treat the nicks with bactroban as he had some at home.

Manufacturer narrative:
Device follow up for emdr pr # (B)(4)- DHR from manufacture- the master production record for lot 0118 was reviewed and no non-conformance was noted during the manufacturing of this lot according to the supplier¿s records.

Event description:
Device was not available for return.